Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. Further testing found this was the result of lifted hybrid bond wires. Other : implantable pulse generator; it was reported that in 2009, the device showed 19 months estimated longevity, but two months later, there was no output, and the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed, mechanical tests performed; visual examination; component/subassembly failure (select specific code from category, device was out of specification in a manner that relates to event interrogate, failure to output, none.

Event description:
It was reported that in 2009, the device showed 19 months estimated longevity, but two months later, there was no output, and the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.